Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an right ventricular lead procedure, blood was found in the insulation of this right atrial (ra) lead. There appeared to be an insulation breach. The impedance was unchanged. As a result of the insulation breach, this lead was abandoned surgically. No additional adverse patient effects were reported.